Event description:
Analysis of the handheld was completed on 11/23/2014. During the analysis it was identified that the handheld was returned without a battery cover. As a result, the handheld would not power on. Once a known battery cover was installed, the handheld performed according to functional specifications. Analysis of the flashcard was completed on 11/23/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the physician's handheld would not power on. A hard reset was performed and the screen lock was not engaged. It was reported that the power light illuminated when the handheld was plugged into the electrical outlet; however, the handheld would not power on. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
The battery cover was missing from the handheld upon return.